Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 37mm proximal of weld site. The proximal section of j stiffener wire measures approx. 50mm and has migrated down lead body approx. 35mm proximal of weld site. Approx. 6mm of the proximal end of the j stiffener wire which fractured approx. 36mm proximal of weld site and remains attached at weld site was received protruding out of the outer polyurethane insulation approx. 30mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Failure analysis is provided.